Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2019 in the afternoon. The customer blood glucose level was 258 mg/dl at the time of hospitalization. The customer was treated with fluids and given a low carbohydrate diet also insulin. Customer also stated that insulin pump had no delivery alarm. The device will not be returned for analysis.